Event description:
Patient reported left side "in may. I had a ductal cancer that had ruptured out after being misdiagnosed," "breast has gradually got smaller and more painful each mammogram," "leaked but they always say its ruptured but contained," and "large swellings have come up in my back they feel like bruises and hurt." The device remains implanted.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: tissue expander "leaked but they always say its ruptured but contained."